Manufacturer narrative:
Internal file number: (B)(4). Femoral angiogram removed. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the left common femoral artery was first attempted with a proglide device; however, the needle did not catch the suture. Arterial access remained and a prostar xl device was used with the pre-close technique via a 14f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures were pre-placed and the sheath was kept as a 14f. The tavi procedure was completed. At the end of the procedure, during knot advancement, both sutures of the prostar came out of the patient. A balloon was advanced to the arteriotomy through contralateral access to achieve hemostasis and a covered stent was used to obtain arteriotomy closure. There was no reported adverse patient sequel and no clinically significant delay in the procedure or therapy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostar xl device using the pre-close technique via a 14f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, sutures detached from the artery. Hemostasis was achieved via surgically with the implantation of a stent. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.